Event description:
It was reported that during replacement of the device, insulation damage was found on both the atrial and left ventricular leads possible due to movement of the device in the pocket above the leads (the device was not fixated). The left ventricular lead was repaired with silicon, reprogrammed and remains in use. The atrial lead was repaired with silicon and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.